Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported " patient called the office after hours due to 46 hour chemotherapy pump beeping alarming high pressure, this usually means occlusion in the line, and chemotherapy is not being delivered. Patient had ensured there were no kinks in the line. Pt was informed the next morning by office rn when the pump was still beeping to apply light pressure to port needle.. Upon this action the pump stopped alarming high pressure and began to infuse. Upon arrival to the office the site was intact, 200 out of the 250cc of chemotherapy was infused. Upon trying to obtain a blood return to verify site. I was unable to get a blood return but could push saline through with resistance. It is vital to the patients regime that this get this medication over the allotted time, because its efficacy decreases after the 46 hours. Our patients go home with pumps on for 46 hour or longer to infuse chemotherapy. It is vital they have all their medication infuse in the hours they are set to otherwise the treatment is less efficacious. We have never had this issue happen with previous port needles. It places the patient at risk for infiltration of irritant drugs into their chest wall cavity. In addition of the needle dislodges totally coming out of the skin it places everyone in the patients home at risk. The needles are not steady and secure as previous needles where. We are using the same methods to secure both devices and this one is performing less effectively or more important safely for our patients. We can not risk having any chemotherapy infusion into an area where it should not. "